Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. Per data log review: on (B)(6) 2022 while in the perfusion screen with level detection turned on, the alert probe status changed to uncoupled back to coupled multiple times. This would cause a level not attached alert. This was likely what the user was reporting and the log confirms the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the yellow level sensor to lab use only (luo) testing equipment. The testing fixture had water inside and the level sensor was tested by tilting the fixture to put water or air in front of the sensor. The sensor did not communicate any unexpected low-level alerts. Agitating and flexing the level sensor cable did not produce any unexpected alerts. It was determined that the yellow level sensor functioned as intended. This complaint is related to (B)(4) / MFR #1828100-2022-00432.

Event description:
It was reported that during use of the device for non-clinical activity, there was a low-level audible alarm. There was no patient involvemnt.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The fsr observed that the user facility was using a medtronic reservoir. It was possible that the level sensor mounting tabs were not adhered to the reservoir and pulled away during the case. The perfusionist was notified of the proper steps to attaching the mounting tabs prior to the start of the case. After the initial visit, the issue reportedly reoccurred. The fsr returned and replaced the yellow level sensor. The unit operated to the manufacturer's specifications. This complaint is related to (B)(4)./ MFR #1828100-2023-00012